Manufacturer narrative:
The lens remains implanted in the eye; therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The physician reported that a pt had uveitis in both eyes approx 4 months post bilateral implantation of mi60 iol. This report refers to the right eye. The surgeon was uncertain about the cause of the inflammation. The pt was treated with steroid therapy and symptoms resolved. The pt's preoperative bcva was 20/200 and 20/40 after treatment for inflammation. The pt's prognosis as of (B)(6) 2011 was described as resolved. The pt is to return for follow up within 4 to 5 months. Please reference MDR #1119279-2011-00276 for the left eye.